Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer had inadvertently forgot to removed the air from the cartridge before it was filled with insulin. Tandem technical support assisted the customer and the loading process was completed. Insulin delivery was resumed. The customer's blood glucose level was high; however, the value of the level or how it was treated was not provided.